Event description:
The consumer reported that the patient had stomach cramps since (B)(6) 2016 and the cramps were on and off. Since (B)(6) 2016, the cramps had been constant. The patient spoke with a manufacturer representative about the cramps and they had the patient change the number. The patient had increased and decreased stimulation, but it had not helped with the cramps. The patient contacted their managing health care provider (hcp) and they said it wouldn't have anything to do with the device. The patient might follow-up with their regular hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.